Event description:
It was reported that during a roux-en-y while opening the device it was discovered that the accessory trocar was damaged. A new device was used to complete the case with no patient consequences. There was a 4-minute delay in the surgery. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 975a85. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25b device arrived with no apparent damage with anvil missing, staples present and with no washer present. Further analysis shows scratches on the green ancillary trocar and the tip was damaged. It is possible that the damage on the ancillary was due to an improper handling of the ancillary trocar from the staple retainer. In addition, a new washer and a test anvil was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It is possible that the damaged on the ancillary was due to an improper removal of the ancillary trocar from the staple retainer. Please reference the instruction for use for more information. It should be noted that to detach the ancillary trocar it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 975a85, and no non-conformances were identified.